Manufacturer narrative:
System is not accepting the code 975 as investigation findings code. Hence, mentioning it here. Type of investigation findings investigation conclusions 10 975 500 the leadscrew was received fully extended of its travel. Several attempts were made to pair inpen, every time app displayed ¿inpen not found¿. The inpen does not pair with commercial mobile app. Inpen did not transmit to manufacturing app. Performed battery investigation and battery measured 3.00v. Unable to perform baseline/wireless functionality test or displacement dose accuracy. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. Performed electrical investigation. Encoder contacts were soldered and probed to oscilloscope. While attempting to transmit a signal, the scope displayed irregular/inconsistent pulses. The pcba was completely removed from all mechanical parts and inserted in electrical test fixture. An external rotary switch (emulating the encoder) was used. An external power supply was used to provide voltage. The pcba demonstrated improper behavior, and the oscilloscope displayed unhealthy encoder pulses. The fact that irregular/inconsistent pulses were observed prior to disassembly can be an indication that the contact springs on the encoder contact boards were not touching the contacts on the pattern wheel or not exerting enough pressure to make electrical connection to produce consistent encoder pulses. In conclusion: inpen did not pair with commercial app. Therefore, no communication was confirmed. Electrical investigation demonstrated that flex pcba was not capable of producing healthy encoder signals when isolated from mechanical assembly. Therefore, no communication anomaly was isolated to contact spring anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the inpen app was not giving the correct insulin based on the app. The customer reported no adverse event. The event involved product(s) mmt-105nnblna. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-105nnblna. The customer will discontinue using the device, and the customer response was that the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.